Event description:
Puritan bennett 590 oxygen concentrator shows signs of internal electrical burn at the molex connector and pcb. Concentrator. Home oxygen concentrator, rental unit for use in customer home. Diagnosis: used to delivery oxygen.